Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02095. It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited failure to capture. The lead was removed and replaced. On (B)(6) 2020 it was discovered that the right ventricular lead exhibited high impedance. The lead was explanted and replaced. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited high impedance. On (B)(6) 2020 the lead was removed and replaced with a new lead however, during the procedure the new right ventricular exhibited loss of capture due to patient anatomy. The lead was removed and replaced with another lead. The patient was in stable condition.

Manufacturer narrative:
Additional information : b5, h2.

Manufacturer narrative:
Analysis was normal. No anomalies were found.